Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 600mg/dl and the pump alarmed power off. Customer treated with a bolus and their current blood glucose is 270mg/dl. Troubleshooting was performed and the customer declined to check their settings or for air bubbles or leaks. Customer declined to do the high pressure test and was advised to monitor the pump and call back if necessary. Customer declined further high blood glucose troubleshooting.